Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture/capsular contracture was reviewed on jun 24, 2020. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported "abstract peculiarities were visible on the ultrasound. 2 doctors said that it was a rupture of the implants and were starting to tear. Liquid may also have leaked out". Physician confirmed rupture and also reported capsular contracture baker grade iii. This relates to the right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture (baker grade iii). Patient year of birth (B)(6).

Event description:
Patient reported "abstract peculiarities were visible on the ultrasound. 2 doctors said that it was a rupture of the implants and were starting to tear. Liquid may also have leaked out". Physician confirmed rupture and also reported capsular contracture baker grade iii. This relates to the right device. The device has been explanted.